Event description:
On (B)(6) 2015, the reporter contacted animas and alleged there was a display (cloudy) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings: the pump was unable to power up and was completely unresponsive; therefore, the original cloudy display complaint could not be investigated. The pump¿s cover was removed and there was moisture found internally. (B)(6).